Manufacturer narrative:
(B)(4). Date sent 7/7/2026. D4 batch # unk. D4: product code is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what is the patient¿s current status? Ans: extubated and responding well to the treatment. Surgeon mentioned that can back to normal ward on (B)(6) june. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an anterior resection the surgeon informed that patient experienced anastomotic leak at the right anterior of staple line. During the initial surgery, cdh25b was use to perform anastomosis, negative leak test with completed proximal and distal donuts. Surgeon performed suture reinforcement on left lateral, anterior and right lateral which he regularly does it for every anastomosis staple line. On post op day 5 ((B)(6) 26), pt complained of abdominal pain. Drain fecal material. Surgeon decided to went in for wash out and identified the leak from a small hole on the right anterior on anastomosis staple line. He washed out and repair the defect, performed hartmanns procedure on the patient. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, if yes, date of revision surgery. (B)(6) 2026. Reason for revision surgery. Wash out and repair the defect. Patient status/ outcome / consequences. Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Abdominal pain with fecal drain. If yes, describe: patient currently intubated in ICU, on low dose inotropic support.